Manufacturer narrative:
Two photos were returned for investigation. Upon inspection, it was found that the complained issue could not be duplicated as the actual sample was not returned, so we were unable to perform an in-depth investigation. This investigation could not confirm whether a quality related issue has resulted in the customers reported problem. Actual root cause could not be defined with confidence.

Event description:
It was reported that the IV catheter fell apart during use.